Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test. The customer stated that they replaced the battery and had tried multiple batteries but it would say low battery or failed battery. The customer's blood glucose level during the incident was 258 mg/dl. The customer had been treating their blood glucose with the insulin pump. Troubleshooting was performed and it was noted that the customer received a failed battery test. The device will be returned for analysis. The customer called back and reported that they got new batteries and the insulin pump was working. They were advised to proceed with replacing the insulin pump based on the troubleshooting.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.